Event description:
It was reported that an ilet ser experienced persistently elevated blood glucose, with readings around 394 mg/dl by continuous glucose monitor (cgm) and 380 mg/dl by fingerstick, and the issue was traced to an infusion set connector that was not fully attached, resulting in no insulin delivery. After the connector was tightened and delivery resumed, glucose levels began trending down. Symptoms included hyperglycemia with the user feeling unwell and nervous. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the medical device problem involved an improper or incorrect procedure or method related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.